Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, the battery compartment was found to be cracked from the threads traveling down along the side of the bumper to the case seal and on the side of the battery compartment from the case seal traveling up toward the battery compartment. Unrelated to the original complaint, the display appeared dim and discolored.